Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, the patient's ipg could no longer communicate with external devices due to it being inoperable. As a result, the patient's ipg was explanted and replaced.